Manufacturer narrative:
B3: date of event is estimated. The inogen team attempted to contact the patient for further information three times with no response. As the device is not returned, no other information is available at this time to determine any other probable cause and/or the exact cause of the event. If the device is received an investigation will be conducted and a follow up will be submitted if required.

Event description:
It was reported that the patient's battery charger was shorting out and sometimes sparking, as well as not working sometimes. A replacement charger was sent to the patient. Although this complaint is on the patient's battery charger, this report will be on the actual device itself. No additional information is available at this time as multiple attempts to contact the patient were unsuccessful.